Event description:
It was reported via a medwatch report that the event involved a male pt on (B)(6) 2012; a clip and fall on ice and fracture of (l) femur/surgical repair. Initially the pt did well post-fx-surgery, but on (B)(6) 2012, the pt began having chest pain and shortness of breath. On (B)(6) 2012, at 1612 hours, the pt suffered a non-st elev mi (segment elevation myocardial infarction) and en route to the cath lab had a respiratory distress and intubated, coronary catheter indicated severe and complex main coronary artery lesion. The intra-aortic balloon (iab) was placed by 1851 hours and the pt was sent to the intensive care unit intubated and sedated. On (B)(6) 2012 at 1850 a high pressure alarm sounded on an intra-aortic balloon pump (iabp) that was placed in a pt's right groin. The machine was on standby and all lines and connections were checked prior to the therapy. The staff noted hearing a hissing/leaking sound and subsequently saw blood backflow in the iabp driveline tubing. The iabp machine stopped and turned off. A call was then placed to the cardiac surgeon and this message was also relayed to a surgeon in the operating room. It was determined that the fiberoptic portion of the iabp had not functioned since insertion and these md's have been made aware of this issue. Iabp was being timed and managed in manual for this reason. The pt appeared to be stable at this point. The md had a thorough discussion with the pt's wife about his condition and the required operation. The pt underwent CABG (coronary artery bypass graft) x 3, cpb (cardiopulmonary bypass), saphenous vein harvest and tee cross clamp on (B)(6) 2012 then to the ICU in critical, but stable condition. Add'l info received stated that the md rounded on (B)(6) 2012 at 18:51 noting on iabp therapy, dopamine, intubated, triple vessel disease for CABG on (B)(6) 2012 if stable. (B)(6) 2012 at 19:45, the pt was restless and wanting to sit up, sedation was given. On (B)(6) 2012 at 19:39, the iab ruptured and the md removed it. The pt was stable. An arterial line was inserted.

Manufacturer narrative:
(B)(4).